Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 (phone number): (B)(6) h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that during an organ donation procedure from a donor in maastricht category iii the cook coda balloons ruptured twice after being placed in the aorta and inflated. The first two balloons were inflated to 50 ml and then 40 ml respectively, before bursting. A third balloon, inflated to 30 ml, was able to be used without incident. The procedure was performed by an experienced senior practitioner, accustomed to this type of intervention. These successive replacements resulted in an estimated delay of approximately one hour in the implementation of the regional normo-thermal circulation (crn). Throughout the attempts to place and replace the balloon, the crn flow rate remained limited to 0.9 l/min, which is lower than the target expected to ensure optimal organ perfusion. Additional information regarding the event has been requested but is currently unavailable.